Event description:
The patient complained of questionable inr results from both their coaguchek xs meter and a clinics coaguchek xs pro meter compared to the neoplastin ci plus laboratory method. The serial number for both the patient's meter and the clinic's meter were requested but were not known. This medwatch will cover the clinic's strip lot. Refer to the medwatch with patient identifier (B)(6) for information on the patient's strip lot. The result from the patient's meter was 4.4 inr. Within 1 hour the result from the clinic's meter was 4.5 inr while the laboratory result was 3.3 inr or 3.4 inr, the patient was not sure of the specific value. The laboratory sample was collected at the same time the clinic meter result was obtained. The patient's therapeutic range is 2.5 - 3.5 inr. Due to the laboratory results being in the patient's therapeutic range, the patient's warfarin dosage was not changed. The patient has had no changes in either their warfarin dosage, diet, medications, or health recently. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is on no other blood thinners except for aspirin, no signs of bleeding or bruising, and no need for medical attention. The patient's meter and test strips have been requested for return. Replacement products have been sent. Additional information on the meter and test strips used at the clinic have been requested but have not been provided.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.